Event description:
New information received notes the right ventricular (rv) lead was explanted and replaced on (B)(6) 2023 due to oversensing noise resulting in pacing inhibition. The patient was in stable condition throughout.

Event description:
It was reported that the patient presented remotely to the clinic via merlin. Net transmission. Transmissions showed that the right ventricular (rv) lead was oversensing noise resulting in pacing inhibition. The clinic will continue to monitor the patient. Programming changes were made to resolve the oversensing. No patient consequences was reported.